Event description:
Medtronic 670g insulin pump - automode algorithm; consistent low blood sugar readings at night, always requiring immediate action by me. Blood sugar often around 40 mg/dl. Pump ws in automode, which the algorithm was designed for safety. I was told the insulin pump and algorithm learn about me the longer I wear it. I had won the pump for over a year. I have blood sugar logs from (B)(6). There were 11 occurrence in 45 days. The issue repeated throughout my use of the automode feature. Because of the low blood sugar. I needed to consumer additional caloris, often 500+ in the middle of the night. I gained 18 lbs over 2019. Blood sugar readings that low cause long term memory issues. Impacts to weight, sleep, etc. Cause anxiety and increase depression. Diabetes already causes enough depression, I am a type 1 diabetic diagnosed (B)(6) 1978. I discontinued automode on (B)(6) 2020 and have since lost 8 lbs. I have contacted the company but I have no received any assistance. Please contact me for more information and details. (B)(6). I have blood sugar records that illustrate the issue. FDA safety report ID# (B)(6).